Event description:
The user facility reported that the device lost pressure on the left side during a surgical procedure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences. If a similar event occurred during a bier block procedure, it poses the risk of systemic exposure to a local anesthetic.